Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an altitude alarm occurred. Customer reverted to an alternate method of insulin delivery. The customer's blood glucose was 180 mg/dl.